Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had a failed pcb, due to fluid ingress, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was not delivering accurately. The dose and amount delivered reported were within the volumetric range that mmdg considers not reportable. When the pump was returned to mmdg for service, it was found that the pump had fluid ingress, and this was causing load set alarm to fail. The initial reporter also stated that this occurred during testing and did not affect a patient. (B)(4).